Manufacturer narrative:
The reported event was infection. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer's reference number: 2017865-2021-26837. It was reported the patient developed an infection. The entire system including the pacemaker (pm) and the ra lead were explanted. No patient condition was reported.